Event description:
It was reported that an ilet device intermittently failed to wake when the participant pressed and held the sleep/wake button, and the screen remained off until it responded after a few minutes; no alerts or alarms occurred and glycemic control was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the participant and analysis of information provided by the user. Investigation of this case revealed a device key/button unresponsive issue associated with the switch/relay component and consistent with an electrical problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.